Manufacturer narrative:
Unit was returned to mindray's repair center for repair.

Event description:
Customer reported the v series monitor intermittently reboots which may have resulted in a loss of monitoring. No pt injury was reported.